Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. While the reported gladius ex guide wire is currently marketed in the us under the model number ap14r023p and the brand name asahi gladius mongo14, the subject device is marketed in some areas outside the us under the model number ap14r025p and the brand name asahi gladius ex. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported gladius ex guide wire was returned together with the concomitantly used retrograde corsair pro xs microcatheter and antegrade corsair pro (135cm) microcatheter. The returned corsair pro xs microcatheter was found with the subject gladius ex guide wire coming out of the catheter tip for approximately 25mm and fractured. The guide wire could not be removed from the catheter as the two devices got stuck to each other. The distal tip segment of the corsair pro xs microcatheter was found twisted. The come out subject gladius ex guide wire was found with its polymer jacket and outer coil damaged and fractured. Observation under x-ray revealed that the outer coil of the gladius ex guide wire was loosened and stuck inside the distal tip of the corsair pro xs microcatheter. The returned corsair pro microcatheter was found with the subject gladius ex guide wire coming out of the catheter tip for approximately 18mm and fractured. The guide wire could not be removed from the catheter as the two devices got stuck to each other. The come out subject gladius ex guide wire was found with its outer coil elongated on which a polymer jacket fragment remained. Observation under x-ray revealed that the distal end of the subject gladius ex guide wire had been entered from the tip of the corsair pro microcatheter and got stuck inside. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated while the subject gladius ex guide wire that had been retrogradely advanced with the corsair pro xs microcatheter was being taken into the antegrade corsair pro microcatheter tip might have been significantly applied to the subject gladius ex guide wire. Consequently, the outer coil of the proximal gladius ex guide wire got loosened, causing the guide wire and microcatheter to get stuck to each other. It was also presumed that pressing stress generated while the tip segment of the antegrade corsair pro microcatheter had been temporarily caught might have been locally applied to the microcatheter, causing the distal segment of the retrogradely advanced gladius ex guide wire to be caught. As the guide wire was kept being pulled into the corsair pro microcatheter, the core wire, outer coil, and polymer jacket of the subject gladius ex guide wire were stretched and torn apart. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that the event was reportable as the returned gladius ex guide wire was too severely damaged to rule out that polymer fragment was delaminated and left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. ~ always advance and withdraw the guide wire slowly. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. ~ abrasion of the guide wire coating. ~ separation of the guide wire.

Event description:
It was reported that stent deployment was performed for a chronic total occlusion (cto) in the right coronary artery (rca) segment #2. An asahi suoh 03 guide wire and an asahi corsair pro xs microcatheter were retrogradely advanced in a septal channel. When the devices entered the rca, an attempt was made to replace the suoh 03 guide wire with an asahi sion guide wire. However, the sion guide wire could not be entered into the corsair pro xs microcatheter. Instead, an asahi gladius ex guide wire was used with the corsair pro xs microcatheter. When the gladius ex guide wire entered into an antegradely used asahi corsair pro (135cm) microcatheter, the retrograde gladius ex guide wire and the antegrade corsair pro microcatheter got stuck to each other. As excessive torsion was applied, the gladius ex guide wire was damaged. The retrograde corsair pro xs microcatheter was replaced by an asahi corsair pro microcatheter (150cm) to successfully complete the procedure with stent deployment. It was informed that no complication or wire fragment left in situ occurred due to the event.